Manufacturer narrative:
Concomitant medical devices: 694958, lead, implanted: (B)(6) 2005; 5076-58, lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high undefined impedance and non-capture during a generator change. Electrical measurements were reportedly normal prior to the procedure. Further testing indicated possible fracture of the lead's tip electrode. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.